Event description:
Reportable based on product analysis completed on (B)(6) 2009. It was reported during an unspecified procedure that the stent would not deploy. The unspecified target lesion was located in the common carotid artery (cca). During the procedure, the stent would not deploy. The procedure was completed with another stent. There were no pt complications or injuries reported. The pt's status was listed as 'good'. However, returned product analysis revealed stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the shaft was kinked at 13mm proximal to the distal end of the outer sheath. No other issues were noted with the profile of the device. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. It was noted that the distal stent wires were uncrossed and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).